Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had touch screen not working issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the touchscreen needed to be calibrated. The fse also found a fault code 63 in the error log and replaced the video controller board. After calibration and replacement, the unit passed all functional tests.

Event description:
N/a.